Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed to open. A field service engineer (fse) found a ghost failure on the tower door, which resulted in no items being listed under recover storage space. The fse remotely adjusted the dispensing order for the tower and then changed it back, which cleared the failure icon. The pharmacy staff confirmed that the issue was resolved and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door did not open, failed storage space did not appear in the hs viewer and also did not show up on the recover storage space screen. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.